Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause for chipped server plug-in (z-block) was traced to component failure. However, the most probable cause for stain inside light guide lens could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited stain inside light guide lens and chipped server plug-in (z-block). There was no patient involvement.